Event description:
It was reported that this right ventricular (rv) lead has shown chronic high pacing out-of-range impedance measurements, that resulted in rv pace impedance alerts to be programmed off. The patient is not dependent and rarely requires pacing in the rv. In addition, the rv amplitude morphology has been decreasing, which suggests a possible worsening condition of the rv lead, according to technical services (ts). The patient reported a syncope episode, technical services reviewed the device parameters, and could not link this symptom to be related to the performance of this rv lead. Ts recommended to perform rv threshold testing to assess proper output and discard this from being related to the syncope episode. However, other factors in the patient condition may have resulted in the syncope episode. This rv lead remains in service and no additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).